Event description:
During a lap gastrectomy procedure, the shear as used for dissection and moblizarion as usual. An error code of instrument displayed on the generator after 2 hours. The blade is cleaned and re-installed again, the error code is still on after testing. Then the test tip is installed on the handpiece and tested, then the test tip is installed on the handpiece and tested, no problem occurred. That means the shear was not working and need a new shear to replace. No pt consequence.